Manufacturer narrative:
Physio-control advised the customer that the issue was probably being caused by the old transfer relay assembly in the device, and that it would need to be replaced. Physio provided the customer with the part numbers and pricing for the replacement components. The customer later confirmed that the device had been removed from the hospital floor. The customer indicated that the device is going to be retired from service due to age and repair costs.

Event description:
It was reported by the customer (biomed) that when hooked up to their patient simulator, the device was showing an unstable amount of energy being delivered. When the device was discharged, and after the initial discharge, the simulator was showing a second amount of energy being released from the device. There were no patients involved with the reported incident.